Event description:
Medtronic received a report that the pipeline failed to open in the proximal and middle section. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the ica. Dual antiplatelet treatment was administered as usual (asa + plavix). The patient's vessel tortuosity was normal. The landing zone was 3.35mm distal and 4.12mm proximal. It was reported that the physician complained of bad deployment and apposition of pipeline vantage at the wall of the artery during deployment and at the end as well as not opening at the proximal part followed by fish mouth effect at the end. They needed to use a balloon to re-open and applicate it to the wall artery. The doctor complained about having to go through with the balloon after trying to open it better with all risk and difficulties. The pipeline was able to be implanted in the patient, but full wall apposition was not achieved. The pipeline was not positioned in a bend, and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. The patient did not experience any injury or symptoms. Angiographic results post procedure were said to be ok. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event was probably the fact that pipeline vantage was 64 wires and more ridged.